Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("remove my fallopian tubes and coils"), basedow's disease ("graves disease") and systemic lupus erythematosus ("lupus") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), basedow's disease (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), ovarian cyst ("painful cysts on my ovaries"), pelvic congestion ("congested pelvic syndrome") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal, basedow's disease, systemic lupus erythematosus, ovarian cyst, pelvic congestion and fibromyalgia outcome was unknown. The reporter considered basedow's disease, fibromyalgia, medical device removal, ovarian cyst, pelvic congestion and systemic lupus erythematosus to be related to essure. The reporter commented: patient got back from the doctor's and they want her to have a hysterectomy then. That's what she wanted in the first place but all they did last time was remove her fallopian tubes and coils. She had several painful cysts on her ovaries and congested pelvic syndrome. She had already been through so much, she was dealing with graves disease, lupus and fibromyalgia and then this. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, basedow's disease, systemic lupus erythematosus, ovarian cyst, pelvic congestion and fibromyalgia. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain'), basedow's disease ('graves disease'), genital haemorrhage ('abnormal bleeding (general)') and systemic lupus erythematosus ('lupus') in an adult female patient who had essure (batch no. 626582) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included multigravida and parity 4 (B)(6) 1999, (B)(6) 2001, (B)(6)2006, (B)(6) 2007). In 2007, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), basedow's disease (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), ovarian cyst ("painful cysts on my ovaries"), pelvic congestion ("congested pelvic syndrome"), fibromyalgia ("fibromyalgia"), tooth fracture ("crumbling teeth"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), fungal infection ("infection (other) describe: yeast"), multiple sclerosis ("ms"), rash ("rashes or skin conditions type: rashes"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), migraine ("migraines / headaches"), nausea ("nausea"), tooth disorder ("dental problems"), restless legs syndrome ("rls"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), arthralgia ("knees pain"), pain in extremity ("legs pain, arms pain") and headache ("head pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the back pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, fungal infection, multiple sclerosis, rash, bladder disorder, urinary tract disorder, migraine, nausea, tooth disorder, restless legs syndrome, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight decreased, alopecia, arthralgia, pain in extremity and headache had not resolved and the basedow's disease, systemic lupus erythematosus, ovarian cyst, pelvic congestion, fibromyalgia and tooth fracture outcome was unknown. The reporter considered alopecia, arthralgia, back pain, basedow's disease, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, fungal infection, genital haemorrhage, headache, menorrhagia, migraine, multiple sclerosis, nausea, ovarian cyst, pain in extremity, pelvic congestion, rash, restless legs syndrome, systemic lupus erythematosus, tooth disorder, tooth fracture, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: patient got back from the doctor's and they want her to have a hysterectomy then. That's what she wanted in the first place but all they did last time was remove her fallopian tubes and coils. She had several painful cysts on her ovaries and congested pelvic syndrome. She had already been through so much, she was dealing with graves disease, lupus and fibromyalgia and then this. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, basedow's disease, systemic lupus erythematosus, ovarian cyst, pelvic congestion and fibromyalgia, tooth fracture. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporter and patient demographics were added. Medical history added. Updated suspect drug indication. Events abnormal bleeding (general), vaginal bleeding, menorrhagia, bladder infection, urinary tract infection, vaginal infection, infection (other) describe: yeast, multiple sclerosis, rashes or skin conditions type: rashes, bladder disorder, urinary problems, migraines / headaches, nausea, dental problems, rls, dysmenorrhea (cramping), dyspareunia, vaginal discharge, fatigue, weight loss, hair loss, knees pain, legs pain/arms pain, head pain and plaintiff did not undergo confirmation test added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain'), basedow's disease ('graves disease'), genital haemorrhage ('abnormal bleeding (general)') and systemic lupus erythematosus ('lupus') in an adult female patient who had essure (batch no. 626582) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included multigravida and parity 4 (B)(6) 1999, (B)(6) 2001, (B)(6) 2006, (B)(6) 2007). In 2007, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), basedow's disease (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), ovarian cyst ("painful cysts on my ovaries"), pelvic congestion ("congested pelvic syndrome"), fibromyalgia ("fibromyalgia"), tooth fracture ("crumbling teeth"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), fungal infection ("infection (other) describe: yeast"), multiple sclerosis ("ms"), rash ("rashes or skin conditions type: rashes"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), migraine ("migraines / headaches"), nausea ("nausea"), tooth disorder ("dental problems"), restless legs syndrome ("rls"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), arthralgia ("knees pain"), pain in extremity ("legs pain, arms pain") and headache ("head pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the back pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, fungal infection, multiple sclerosis, rash, bladder disorder, urinary tract disorder, migraine, nausea, tooth disorder, restless legs syndrome, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight decreased, alopecia, arthralgia, pain in extremity and headache had not resolved and the basedow's disease, systemic lupus erythematosus, ovarian cyst, pelvic congestion, fibromyalgia and tooth fracture outcome was unknown. The reporter considered alopecia, arthralgia, back pain, basedow's disease, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, fungal infection, genital haemorrhage, headache, menorrhagia, migraine, multiple sclerosis, nausea, ovarian cyst, pain in extremity, pelvic congestion, rash, restless legs syndrome, systemic lupus erythematosus, tooth disorder, tooth fracture, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: patient got back from the doctor's and they want her to have a hysterectomy then. That's what she wanted in the first place but all they did last time was remove her fallopian tubes and coils. She had several painful cysts on her ovaries and congested pelvic syndrome. She had already been through so much, she was dealing with graves disease, lupus and fibromyalgia and then this. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, basedow's disease, systemic lupus erythematosus, ovarian cyst, pelvic congestion and fibromyalgia, tooth fracture. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jul-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain'), device breakage ('left a piece of coil'), basedow's disease ('graves disease'), genital haemorrhage ('abnormal bleeding (general)') and systemic lupus erythematosus ('lupus') in an adult female patient who had essure (batch no. 626582) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included multigravida and parity 4 ((B)(6) 1999, (B)(6) 2001, (B)(6) 2006, (B)(6) 2007). In 2007, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), basedow's disease (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), ovarian cyst ("painful cysts on my ovaries"), pelvic congestion ("congested pelvic syndrome"), fibromyalgia ("fibromyalgia"), tooth fracture ("crumbling teeth"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), fungal infection ("infection (other) describe: yeast"), multiple sclerosis ("ms"), rash ("rashes or skin conditions type: rashes"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), migraine ("migraines / headaches"), nausea ("nausea"), tooth disorder ("dental problems"), restless legs syndrome ("rls"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), arthralgia ("knees pain"), pain in extremity ("legs pain, arms pain") and headache ("head pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the back pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, fungal infection, multiple sclerosis, rash, bladder disorder, urinary tract disorder, migraine, nausea, tooth disorder, restless legs syndrome, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight decreased, alopecia, arthralgia, pain in extremity and headache had not resolved and the device breakage, basedow's disease, systemic lupus erythematosus, ovarian cyst, pelvic congestion, fibromyalgia and tooth fracture outcome was unknown. The reporter considered alopecia, arthralgia, back pain, basedow's disease, bladder disorder, cystitis, device breakage, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, fungal infection, genital haemorrhage, headache, menorrhagia, migraine, multiple sclerosis, nausea, ovarian cyst, pain in extremity, pelvic congestion, rash, restless legs syndrome, systemic lupus erythematosus, tooth disorder, tooth fracture, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: patient got back from the doctor's and they want her to have a hysterectomy then. That's what she wanted in the first place but all they did last time was remove her fallopian tubes and coils. She had several painful cysts on her ovaries and congested pelvic syndrome. She had already been through so much, she was dealing with graves disease, lupus and fibromyalgia and then this. The essure device was then employed and the bilateral tubes, three coils were noted on the right and one coil noted on the left after deployment of the essure. Patient with undesired fertility. Bilateral. Tubal ostia were visualized without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, basedow's disease, systemic lupus erythematosus, ovarian cyst, pelvic congestion and fibromyalgia, tooth fracture, device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2019: quality safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('left a piece of coil') and back pain ('back pain') in an adult female patient who had essure (batch no. 626582) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included multigravida and parity 4 ((B)(6) 1999, (B)(6) 2001, (B)(6) 2006, (B)(6) 2007). In 2007, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), basedow's disease ("graves disease"), genital haemorrhage ("abnormal bleeding (general)"), systemic lupus erythematosus ("lupus"), ovarian cyst ("painful cysts on my ovaries"), pelvic congestion ("congested pelvic syndrome"), fibromyalgia ("fibromyalgia"), tooth fracture ("crumbling teeth"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), fungal infection ("infection (other) describe: yeast"), multiple sclerosis ("ms"), rash ("rashes or skin conditions type: rashes"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), migraine ("migraines / headaches"), nausea ("nausea"), tooth disorder ("dental problems"), restless legs syndrome ("rls"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), arthralgia ("knees pain"), pain in extremity ("legs pain, arms pain"), headache ("head pain"), cardiac disorder ("have heart condition") and flank pain ("lot of pain in left side") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, basedow's disease, systemic lupus erythematosus, ovarian cyst, pelvic congestion, fibromyalgia, tooth fracture, cardiac disorder and flank pain outcome was unknown and the back pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, fungal infection, multiple sclerosis, rash, bladder disorder, urinary tract disorder, migraine, nausea, tooth disorder, restless legs syndrome, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight decreased, alopecia, arthralgia, pain in extremity and headache had not resolved. The reporter considered alopecia, arthralgia, back pain, basedow's disease, bladder disorder, cardiac disorder, cystitis, device breakage, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, flank pain, fungal infection, genital haemorrhage, headache, menorrhagia, migraine, multiple sclerosis, nausea, ovarian cyst, pain in extremity, pelvic congestion, rash, restless legs syndrome, systemic lupus erythematosus, tooth disorder, tooth fracture, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: patient got back from the doctor's and they want her to have a hysterectomy then. That's what she wanted in the first place but all they did last time was remove her fallopian tubes and coils. She had several painful cysts on her ovaries and congested pelvic syndrome. She had already been through so much, she was dealing with graves disease, lupus and fibromyalgia and then this. The essure device was then employed and the bilateral tubes, three coils were noted on the right and one coil noted on the left after deployment of the essure. Patient with undesired fertility. Bilateral. Tubal ostia were visualized without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, basedow's disease, systemic lupus erythematosus, ovarian cyst, pelvic congestion and fibromyalgia, tooth fracture, device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: content from social media received. Event lot of pain in left side was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("remove my fallopain tubes and coils"), basedow's disease ("graves disease") and systemic lupus erythematosus ("lupus") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), basedow's disease (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), ovarian cyst ("painful cysts on my ovaries"), pelvic congestion ("congested pelvic syndrome"), fibromyalgia ("fibromyalgia") and tooth fracture ("crumbling teeth"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal, basedow's disease, systemic lupus erythematosus, ovarian cyst, pelvic congestion, fibromyalgia and tooth fracture outcome was unknown. The reporter considered basedow's disease, fibromyalgia, medical device removal, ovarian cyst, pelvic congestion, systemic lupus erythematosus and tooth fracture to be related to essure. The reporter commented: patient got back from the doctor's and they want her to have a hysterectomy then. That's what she wanted in the first place but all they did last time was remove her fallopian tubes and coils. She had several painful cysts on her ovaries and congested pelvic syndrome. She had already been through so much, she was dealing with graves disease, lupus and fibromyalgia and then this. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, basedow's disease, systemic lupus erythematosus, ovarian cyst, pelvic congestion and fibromyalgia, tooth fracture. Most recent follow-up information incorporated above includes: on 7-jun-2018: social media report received- new event crumbling teeth and new reporter were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain'), device breakage ('left a piece of coil'), basedow's disease ('graves disease'), genital haemorrhage ('abnormal bleeding (general)') and systemic lupus erythematosus ('lupus') in an adult female patient who had essure (batch no. 626582) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included multigravida and parity 4 ((B)(6) 1999, (B)(6) 2001, (B)(6) 2006, (B)(6) 2007). In 2007, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), basedow's disease (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), ovarian cyst ("painful cysts on my ovaries"), pelvic congestion ("congested pelvic syndrome"), fibromyalgia ("fibromyalgia"), tooth fracture ("crumbling teeth"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), fungal infection ("infection (other) describe: yeast"), multiple sclerosis ("ms"), rash ("rashes or skin conditions type: rashes"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), migraine ("migraines / headaches"), nausea ("nausea"), tooth disorder ("dental problems"), restless legs syndrome ("rls"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), arthralgia ("knees pain"), pain in extremity ("legs pain, arms pain") and headache ("head pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the back pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, fungal infection, multiple sclerosis, rash, bladder disorder, urinary tract disorder, migraine, nausea, tooth disorder, restless legs syndrome, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight decreased, alopecia, arthralgia, pain in extremity and headache had not resolved and the device breakage, basedow's disease, systemic lupus erythematosus, ovarian cyst, pelvic congestion, fibromyalgia and tooth fracture outcome was unknown. The reporter considered alopecia, arthralgia, back pain, basedow's disease, bladder disorder, cystitis, device breakage, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, fungal infection, genital haemorrhage, headache, menorrhagia, migraine, multiple sclerosis, nausea, ovarian cyst, pain in extremity, pelvic congestion, rash, restless legs syndrome, systemic lupus erythematosus, tooth disorder, tooth fracture, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: patient got back from the doctor's and they want her to have a hysterectomy then. That's what she wanted in the first place but all they did last time was remove her fallopian tubes and coils. She had several painful cysts on her ovaries and congested pelvic syndrome. She had already been through so much, she was dealing with graves disease, lupus and fibromyalgia and then this. The essure device was then employed and the bilateral tubes, three coils were noted on the right and one coil noted on the left after deployment of the essure. Patient with undesired fertility. Bilateral. Tubal ostia were visualized without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, basedow's disease, systemic lupus erythematosus, ovarian cyst, pelvic congestion and fibromyalgia, tooth fracture, device breakage quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: social media received- new event left a piece of coil were added. New reporter were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('left a piece of coil') and back pain ('back pain') in an adult female patient who had essure (batch no. 626582) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included multigravida and parity 4 (B)(6) 1999, (B)(6) 2001, (B)(6)2006, (B)(6) 2007). In 2007, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), basedow's disease ("graves disease"), genital haemorrhage ("abnormal bleeding (general)"), systemic lupus erythematosus ("lupus"), ovarian cyst ("painful cysts on my ovaries"), pelvic congestion ("congested pelvic syndrome"), fibromyalgia ("fibromyalgia"), tooth fracture ("crumbling teeth"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), fungal infection ("infection (other) describe: yeast"), multiple sclerosis ("ms"), rash ("rashes or skin conditions type: rashes"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), migraine ("migraines / headaches"), nausea ("nausea"), tooth disorder ("dental problems"), restless legs syndrome ("rls"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), arthralgia ("knees pain"), pain in extremity ("legs pain, arms pain"), headache ("head pain") and cardiac disorder ("have heart condition") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, basedow's disease, systemic lupus erythematosus, ovarian cyst, pelvic congestion, fibromyalgia, tooth fracture and cardiac disorder outcome was unknown and the back pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, fungal infection, multiple sclerosis, rash, bladder disorder, urinary tract disorder, migraine, nausea, tooth disorder, restless legs syndrome, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight decreased, alopecia, arthralgia, pain in extremity and headache had not resolved. The reporter considered alopecia, arthralgia, back pain, basedow's disease, bladder disorder, cardiac disorder, cystitis, device breakage, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, fungal infection, genital haemorrhage, headache, menorrhagia, migraine, multiple sclerosis, nausea, ovarian cyst, pain in extremity, pelvic congestion, rash, restless legs syndrome, systemic lupus erythematosus, tooth disorder, tooth fracture, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: patient got back from the doctor's and they want her to have a hysterectomy then. That's what she wanted in the first place but all they did last time was remove her fallopian tubes and coils. She had several painful cysts on her ovaries and congested pelvic syndrome. She had already been through so much, she was dealing with graves disease, lupus and fibromyalgia and then this. The essure device was then employed and the bilateral tubes, three coils were noted on the right and one coil noted on the left after deployment of the essure. Patient with undesired fertility. Bilateral. Tubal ostia were visualized without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, basedow's disease, systemic lupus erythematosus, ovarian cyst, pelvic congestion and fibromyalgia, tooth fracture, device breakage quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: information transferred from deletion case (B)(4) and 2019-209108- event have heart condition were added. New reporters and source documents and reference section were transferred to this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('left a piece of coil') and back pain ('back pain') in an adult female patient who had essure (batch no. 626582) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included multigravida and parity 4 ((B)(6) 1999, (B)(6) 2001, (B)(6) 2006, (B)(6) 2007). In 2007, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), basedow's disease ("graves disease"), genital haemorrhage ("abnormal bleeding (general)"), systemic lupus erythematosus ("lupus"), ovarian cyst ("painful cysts on my ovaries"), pelvic congestion ("congested pelvic syndrome"), fibromyalgia ("fibromyalgia"), tooth fracture ("crumbling teeth"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), fungal infection ("infection (other) describe: yeast"), multiple sclerosis ("ms"), rash ("rashes or skin conditions type: rashes"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problems"), migraine ("migraines / headaches"), nausea ("nausea"), tooth disorder ("dental problems"), restless legs syndrome ("rls"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), arthralgia ("knees pain"), pain in extremity ("legs pain, arms pain"), headache ("head pain"), cardiac disorder ("have heart condition"), flank pain ("lot of pain in left side"), pulmonary embolism ("pulmonary embolism"), visual impairment ("vision problem") and dizziness ("dizziness"), was found to have weight decreased ("weight loss") and underwent spinal fusion surgery ("spinal fusion"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, basedow's disease, systemic lupus erythematosus, ovarian cyst, pelvic congestion, fibromyalgia, tooth fracture, cardiac disorder, flank pain, pulmonary embolism, visual impairment, dizziness and spinal fusion surgery outcome was unknown and the back pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, fungal infection, multiple sclerosis, rash, bladder disorder, urinary tract disorder, migraine, nausea, tooth disorder, restless legs syndrome, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight decreased, alopecia, arthralgia, pain in extremity and headache had not resolved. The reporter considered alopecia, arthralgia, back pain, basedow's disease, bladder disorder, cardiac disorder, cystitis, device breakage, dizziness, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, flank pain, fungal infection, genital haemorrhage, headache, menorrhagia, migraine, multiple sclerosis, nausea, ovarian cyst, pain in extremity, pelvic congestion, pulmonary embolism, rash, restless legs syndrome, spinal fusion surgery, systemic lupus erythematosus, tooth disorder, tooth fracture, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight decreased to be related to essure. The reporter commented: patient got back from the doctor's and they want her to have a hysterectomy then. That's what she wanted in the first place but all they did last time was remove her fallopian tubes and coils. She had several painful cysts on her ovaries and congested pelvic syndrome. She had already been through so much, she was dealing with graves disease, lupus and fibromyalgia and then this. The essure device was then employed and the bilateral tubes, three coils were noted on the right and one coil noted on the left after deployment of the essure. Patient with undesired fertility. Bilateral. Tubal ostia were visualized without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, basedow's disease, systemic lupus erythematosus, ovarian cyst, pelvic congestion and fibromyalgia, tooth fracture, device breakage,dizziness, vision problem , pulmonary embolism ,spinal fusion nos. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Reporter's information added. Event: dizziness, vision problem , pulmonary embolism were added. Fu 14, 15 and 16 processed together. On 23-mar-2020: social media received. Reporter's information added. Fu 14, 15 and 16 processed together. On 23-mar-2020: social media received. Reporter's information added. Event: spinal fusion were added .fu 14, 15 and 16 processed together. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.